Manufacturer narrative:
E1: initial reporter postal code: (B)(6). H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an extension set had a ¿separation or connection¿ issue. This was described as ¿they believe they connected it properly as they do often and it made a clicking sound but after slight movement it disconnected/ fell off and they had to set up again¿. This occurred during set up/preparation for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.